Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the devices were manufactured from may 25, 2020 ¿ may 26, 2020. H10: the actual devices were discarded and therefore, could not be evaluated. However, a video of a sample was provided for evaluation. Visual inspection was performed on the video sample which revealed a leak in the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-five (25) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.